Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator presented to the hospital after having received a shock. Upon review boston scientific technical services (ts) discussed the device had mode switched and a ventricular pace appeared to initiate a dual tachycardia. Ts noted the arrhythmia duration and therapy decision could not be observed on the electrogram however, the field representative stated the patient did receive a shock. The physician requested reprogramming of the device. No adverse patient effects were reported.